Manufacturer narrative:
The customer comment was confirmed, it was found during evaluation that the weld seam on the handswitch had split. The device was scrapped by stryker.

Event description:
It was reported that during testing the universal handswitch fell apart when it was attached to the handpiece. No patient involvement or adverse consequences were reported as a result of this event.

Event description:
It was reported that during testing the universal handswitch fell apart when it was attached to the handpiece. No patient involvement or adverse consequences were reported as a result of this event.

Manufacturer narrative:
Device not yet received. Evaluation is anticipated upon receipt of device and a follow-up will be filed.